Manufacturer narrative:
The insulin pump was received with continuous failed battery test alarms due to a corroded battery tube and corroded battery cap contact. No blank display was noted during testing. The unit was received with a scratched lcd window and cracked casing on the bottom right side corner near the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The patient's blood glucose at the time of incident was 156 mg/dl. The display was not blank at the time of call. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned and replaced.